Manufacturer narrative:
The condition of failed to alarm failure code 550:320:654 was confirmed through evaluation. This condition is due to a disconnected main speaker harness. The main speaker harness was reconnected to correct this condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 550:324:654:0000. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available. During device evaluation by baxter the device failed to alarm failure code 550:320:654. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "550:xxx." (B)(4).